Event description:
It was reported that during a da vinci-assisted surgical procedure, fenestrated bipolar forceps instrument's cable broke. A backup instrument of the same kind was used to complete the procedure as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was not melted. Arcing was not observed during the procedure. The patient did not experience any injury or adverse event during or after the surgical procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Additionally, the instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test.